Manufacturer narrative:
H3, h6: the product has been discarded by the customer, analysis available. Codes b18, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the needle was not tracking (trajectory was locked, would not drift). The site opened a new needle and the issue was resolved. It appeared to be an out of box failure. There was a surgical delay of less than one hour. A patient was present and there was no impact on patient outcome.

Event description:
Additional information was received from the manufacturer representative. It was reported that since the issue occurred, the site had done multiple biopsies, and everything had been fine. The manufacturer representative stated that they were uncertain whether the issue was with the needle or if the site simply failed to reset the entry before locking the trajectory.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.